Manufacturer narrative:
A maquet field service technician (fst) visited the facility and evaluated the device. He found that, when the camera was attached to the cupola, the spring arm was drifting. Beside of that, the adjustment bolt was very hard to turn, and it did not go far enough to support the spring arm. The fst replaced the spring arm and returned the device to service. No drifting was noticed anymore. The investigation is on-going and the result will be included in a follow-up report.

Event description:
The customer reported that the light slowly drifted down and touched the patient during a case. There was a patient involved but no injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) reported that the light was originally installed without the optional camera, and that a camera was installed later on. Maquet assumes that the device failed to meet its specification due to an incorrect setting of the spring arm when the camera was installed. Additionally, the device was directly involved with the reported incident and was being used for treatment when the event occurred. Per the labelling, the operators should verify that the light head assembly moves into position correctly.

Event description:
Factory reference number: (B)(4).